Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation to show a causal relationship between the event of peritonitis and the liberty cycler set, however, there is a temporal relationship between the abdominal pain and peritonitis and pd therapy. Additionally, there are no reported allegations against the cycler set. Per the pdrn a breach in aseptic technique is suspected as the causal event of the peritonitis which is supported by the cultured organism of enterococcus faecalis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis coincident with peritoneal dialysis therapy. It was reported that the patient presented to the hospital on (B)(6) 2017 with progressively worsening abdominal pain associated with nausea and poor oral intake. The patient was reported to be having difficulty performing peritoneal dialysis (pd) therapy due to the pain. The patient was admitted to the hospital and started on empiric antibiotic therapy (unknown type, route, dose, strength or duration) for possible peritonitis due to a suspected peritoneal dialysis catheter-related infection. During hospitalization, interventional radiology did a pd catheter (not a fresenius product) manipulation. The patient continued pd therapy utilizing manual exchanges. The patient was discharged on (B)(6) 2017 with pending culture results. Upon follow up, it was reported that the pd effluent culture results were positive for enterococcus faecalis. The patient had initially been prescribed and treated with vancomycin and ceftazidime (route, dose, strength unknown) but the ceftazidime was discontinued on (B)(6) 2017. The patient continued with vancomycin for 14 days. The cause of peritonitis was suspected to be a breach in aseptic technique. The patient has completed their antibiotic treatment and was scheduled to be re-cultured in two weeks to confirm the peritonitis has cleared. There was no issue with the catheter as first suspected and the patient continues pd therapy on the liberty cycler with no reported issues.

Manufacturer narrative:
Correction: plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.